Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was advanced to the target site in the distal bile duct to place the stent. However, the physician skipped the step of removing the safety wire inadvertently (the physician forgot the step) during deployment process and deployed the stent fully. He was unable to release the stent from the delivery system (the stent would not be detached from the delivery system completely), so he removed the delivery system with the stent still attached from the patient. Then, another manufacturer's stent was placed to complete the procedure. There have been no adverse effects to the patient reported. Complaint device was evaluated on 28-apr-2021. Stent was fully deployed and still attached to lockwire. User error was confirmed as the lockwire was not removed.

Manufacturer narrative:
Device evaluation: the evo-pc-10-11-6-b device of lot number c1793017 involved in this complaint device was returned for evaluation opened and in its original packaging. With the information provided, a document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2021. On evaluation of the device it was observed the stent was fully deployed but with the lock wire still attached. ¿ stent fully deployed and attached to the lockwire on return. Lock wire was in place on return. Red marker on top of the introducer at the end of the handle. Handle was actuating fine for deployment and recapture. Lock wire was removed without any problems and stent was detached. Stent intact.¿ documents review including IFU review: prior to distribution all evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-pc-10-11-6-b device of lot number c1793017 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1793017; upon review of complaints this failure mode has not occurred previously with this lot # c1793017. The instructions for use ifu0057-5 which accompanies this device instructs the user to "when stent point -of -no return has been passed, disconnect luer lock fitting and remove safety wire completely from delivery handle." There is evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could be determined from the available information. A definitive root cause could be attributed to the user error, from additional information provided ¿the physician skipped the step of removing the safety wire inadvertently (the physician forgot the step) during deployment process¿ . Complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.